Event description:
It was reported that the day after implant, intermittent atrial undersensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead, (B)(6) 2005; 4194 implantable pacing lead, (B)(6) 2011; dtba1d1 implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).